Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-33426

Event description:
It was reported that the customer experienced high blood glucose levels and that there was blood at the sensor insertion site. The most recent blood glucose reading was 26.2 mmol/l, which was treated with the insulin pump. The caller stated that another sensor did not penetrate the skin and was bent on contact. It was also noted that the insertion site was not bleeding at the time of the call. Advised the customer to monitor the insertion site. The customer declined replacement of the insulin pump and the serter. Advised that replacement sensors would be sent. Nothing further reported.